Manufacturer narrative:
Section h6, health effect - clinical code: corrected. Section h6, health effect - clinical code: additional codes: 4431 - thrombocytopenia. 4567 - lactate dehydrogenase increased. 2219 - brain injury. 4868 - hemodynamic instability. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted system controller log file confirmed multiple transient low flow alarms on 22jun2024. Of note, pi values were elevated during the low flow events. The final minute of the log file showed external power and the driveline being disconnected from the controller, followed by the controller being shut down, consistent with the reported withdrawal of support. The pump appeared to operate as intended at the set speed until the withdrawal of support. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including death, cardiac arrhythmia, infection, hemolysis, and multiple types of organ failure and dysfunction. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient's post-operative course was complicated by acute respiratory distress syndrome (ards) requiring tracheostomy, methicillin-resistant staphylococcus epidermidis (mrse) bacteremia and candida fungemia, ventricular arrhythmias, thrombocytopenia and anemia. On (B)(6) 2024, the patient was transferred out of the intensive care unit (ICU) to in-house long-term acute care for ongoing vent weaning and aggressive rehab. On (B)(6) 2024, the patient had acute onset of low flow alarms with moderate to high pulsatility index (pi). Parameters and mean atrial pressure (map) had been stable up to this point. Low flow alarms persisted, with flow noted to be as low as 0.8 liters per minute (lpm). The patient decompensated to the point of cardiac arrest requiring cardiopulmonary resuscitation (CPR), and rhythm pulseless electrical activity (pea); return of spontaneous circulation (rosc) was obtained. Bedside echocardiogram (echo) was performed showing severely hypokinetic right ventricle without significant dilation and an essentially collapsed left ventricle without appreciable volume. The patient then developed bradycardia and arrested again; rosc once again was obtained allowing transfer to the ICU where the patient was emergently cannulated for veno-arterial extracorporeal membrane oxygenation (va ECMO). The patient developed oliguria, elevated lactate dehydrogenase (ldh), and shock liver as a result of the prolonged resuscitation. It was suspected that acute hemorrhage/hypovolemia and/or right ventricle dysfunction may have precipitated this as the patient required multiple blood products and volume resuscitation however, computed tomography (CT) scan of chest, abdomen, and pelvis showed no signs of acute bleeding/hemorrhage. Head CT was concerning for potential anoxic brain injury, and the patient's family wished to pursue comfort measures. Support was withdrawn and the patient expired at 16:13 on (B)(6) 2024. Log file captured low flow events on (B)(6) 2024. There was a no external power event on (B)(6) 2024 when the patient was disconnected from the power module. This was followed by a driveline disconnect then the pump stops. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.